Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviations from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the reported event is likely due to the reprocessing not being conducted properly due to leakage from the forceps elevator (water leakage). The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual operation manual 3.3 inspection of the endoscope describes how to detect for the suggested event. The instruction manual reprocessing manual 5.5 manually cleaning the endoscope and accessories describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. The findings were as follows: the grip had a scratch, the forceps channel had a scratch, the switch box had a scratch, due to damage on the channel tube, water tightness was lost, due to fray of the knob wire, forceps skid or sway on the upper half of the endoscopic image, due to wear of the angle wire, the play of the "up/down" knob was out of standard value, the adhesive around the objective lens had discoloration, and the adhesive around the light guide lens had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera iii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the forceps elevator had foreign material. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.